Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the supplies were changed and during fill tubing, the customer did not see insulin exit the tubing. Blood glucose was in the 300's mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.